Event description:
Reoccurring issue with constant blowing of fuses both in car and in units power cord. Caire freestyle comfort portable oxygen concentrator. We have replaced fuses in my 2017 dodge 4x on the date above there was a audible pop and it blew out a good portion of my vehicles electrical dash lighting. Currently awaiting to get it in for service. This is a new unit and was replaced by my supplier multiple times for similar issues. Home power brick heats up to temperature that will almost burn you if you pick it up. I am afraid that it will start my home or vehicle, or worse me, on fire. It supplies oxygen and should not be functioning like this. My medical supplier is of no help and reaching out to manufacturer has not been productive. FDA safety report ID #(B)(4).